Manufacturer narrative:
Concomitant medical product: bc posiflush normal saline flush syringe, 10ml. -5fr double lumen bard PICC line; therapy date: (B)(6) 2018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the needleless connector was connected to a PICC and tightened all the way. The product leaked when first flushed, but didn't leak after that. There was no patient harm.